Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.00 flextome¿ cutting balloon¿ was used for pre-dilation. During the 3rd inflation, it was noted that the balloon ruptured. The ruptured balloon was completely removed from the patient. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's condition was good.